Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a contralateral limb occlusion was discovered at the 3 month follow up exam. A thrombectomy was performed and the event was resolved. The physician stated that the cause of the occlusion was due to patient anatomy; specifically, an outflow problem. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the thrombus seen within the bifurcate main body and occlusion in the left/contralateral limb leading to poor distal flow observed on the 2-months post-implant cta's and thrombus observed within the ipsilateral limb of the bifurcate on the most recent cta's could not be conclusively determined. Pre-implant anatomy information and films at implant were not provided. The blood flow dynamics at implant could not be assessed. Analysis of the returned films did not reveal any characteristics that could explain occlusion in the contra limb; no stent graft kinks or compression was observed. Review of historical occlusion events have revealed that factors include patient condition, such as poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad, could have contributed. The returned films showed that the right external iliac artery was moderately tortuous. The tortuous right external iliac artery may have contributed to the mild thrombus within the ipsi limb and the sporadic distal flow on the right side. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.